Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced diabetic ketoacidosis. Customer's blood glucose value was 354 mg/dl. Customer stated that the event was anticipated. The device will not be return for analysis. Frn-unk-rsvr,unomed set.